Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a system implant, the physician had difficulty accessing the vein and the patient experienced chest pain. Chest x-ray revealed that the patient developed pneumothorax. A chest tube was used and the patient was monitored. The system remained implanted and the patient was discharged.